Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis did not show any anomalies which might have led to the clinical observation. In particular, the data documented anormal current consumption. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Manufacturer narrative:
(B)(4)

Event description:
The patient is experiencing warmness to hotness in the location of device around the header of device. Patient was seen in clinic by a physician who confirmed warmness to touch. Site appearance is negative for signs or symptoms of infection or dermatological reaction. Additional data has been sent to our manufacturer with a request on how to proceed with this device.